Manufacturer narrative:
Per the clinic, the patient experienced a tumefaction on (B)(6) 2025. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2025, in order to explore and clean the wound with lump removal. It was also reported that the patient was treated with oral antibiotics, every 8 hours daily (duration not reported).

Event description:
Per the clinic, the patient experienced a post-operative infection at incision site (specific date not reported). Subsequently, the patient was hospitalized (specific date and duration not reported) and being treated with antibiotics (specific type and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.